Manufacturer narrative:
It was reported that the patient experienced infection at implant site. This report is submitted on october 02, 2019.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with topical steroids and antibiotics for the reported infection. The infection has since cleared following treatment. This report is submitted october 28, 2019.

Manufacturer narrative:
This report is submitted on sep 10, 2019.

Event description:
Per the clinic, the device was explanted for an unknown reason. It is unknown is another device has been implanted.